Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record review was performed on part# 314.743, lot# 6718729: release to warehouse date: january 17, 2012, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately 9.5 to 11.5mm distal to the distal edge of the drive shaft helix. The helix is intact. The device has minor surface wear which does not impact functionality. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. (Reamer/irrigator/aspirator (ria) technique guide). The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer/irrigator/aspirator (ria) drive shaft is broken off (the tip is missing). This was discovered upon set inspection in a storage unit. No facility, procedure or patient involvement. This is report 1 of 1 for (B)(4).